Event description:
Per the clinic, the patient experienced recurrent infection and skin overgrowth at the abutment site, and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.